Event description:
It was reported that a motor rate error occurred. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases were broken and cracked respectively. Error history log review found motor rate error. Occlusion testing and motor drive were performed and the motor rate error was duplicated. The root cause of the reported issue was found to be the tip of the worm coupling having component debris from the teflon washer. The debris on the worm coupling facets was caused by normal wear of the teflon washer. The pump is over 8 years old. Actions were taken to mitigate the reported issue: clean worm coupling, replaced white teflon washer with delrin washer. UDI was unknown. No product information has been provided to date.